Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Customer complains of low results. Customer's wife is calling about the meter giving low readings. He ran a blood glucose test on (B)(6) 2015 and the result was 52mg/dl(fasting). Customer's wife states that her husband feels well and requires no medical attention. The customer's expected blood result is 65-150mg/dl fasting. Verified the strips expire 7/13/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 145mg/dl and 123mg/dl not fasting. Reviewed meter memory: 115mg/dl (B)(6) 2016 04:26:00 pm fasting:yes; 119mg/dl (B)(6) 2016 06:06:00 am fasting:yes; 88mg/dl (B)(6) 2016 09:08:00 am fasting:yes; 76mg/dl (B)(6) 2016 11:00:00 am fasting:yes; 112mg/dl (B)(6) 2016 06:06:00 am fasting:yes. Memory concerns: 52mg/dl, 58mg/dl, 66mg/dl. On another day he got result 58mg/dl (fasting). At the time of the tests the customer did not have any symptoms of low blood sugar. Meter time and date is not set and customer did not verify the time the concerned tests were taken.